Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A visual inspection was performed. A maintenance review was performed. Upon conclusion of the investigation, the cause was one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 22:47:54. During night drain cycle four, the patient's ultrafiltration reading was 1210ml, indicating the home patient (hp) drained 1210ml more than their maximum programmed fill volume of 1800ml. No additional information is available.